Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 220 mg/dl. A pump replacement was sent to resolve the issue.